Manufacturer narrative:
B3- date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000143261 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's one lead had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2024 during which the migrated lead was explanted and replaced. Therapy was restored following the procedure.